Event description:
This is a spontaneous case report received via regulatory authority (case# mw5039784) in united states on 15-jan-2015 from a female consumer of unspecified age who had essure inserted. Consumer reported that she has constant cramping every day. She also has sharp pains in her pelvic area and states that, some days, the pain is so bad it interferes with her everyday activities. Neither motrin nor tylenol help with the pain. She has headaches, hair loss and fatigue and states that, on 2014, she had a miscarriage (no details provided). The product technical complaint (ptc) investigation and final assessment were received on 01-feb-2015. (B)(4). Final assessment this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 17-feb-2016 and case was upgraded to incident. It was reported that the consumer had a hysterectomy in 2014 to remove essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and had a miscarriage after essure (fallopian tube occlusion insert) insertion. Additionally, she had sharp pains in her pelvic area. She underwent a hysterectomy. Only miscarriage is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this particular case, although limited information was provided, an essure contraceptive failure cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The reported pelvic pain was considered as related to essure, based on event's nature and considering device safety profile. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.